Event description:
Product analysis was approved on (B)(6) 2013. The reported allegation of end of service was duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2013, it was reported that this vns patient was in a pediatric high dependency unit due to an increase in seizures. The patient's device was interrogated and found to be at neos with high impedance on normal mode diagnostics. The patient's settings were adjusted. Follow-up showed that the patient was admitted to the hospital on (B)(6) 2013 in status epilepticus. It is unknown if the event was related to vns. The patient was severely disabled with very difficult to control epilepsy. He had seizures every day before and after the vns but his family felt that the vns was helpful in shortening/stopping some of his seizures. The patient was worse at present to pre or post vns. The patient experienced an increase in focal and generalized tonic clonic seizures. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the event. The patient's diagnostic history was within normal limits throughout. The patient underwent generator revision on (B)(6) 2013. The explanted generator is pending return.